Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found image distortion. Additionally, flooding of cables, imaging section, and main body was newly identified during inspection. Based on the results of the investigation regarding the image distortion, the cause was isolated as water immersion of the cable and imaging unit. Regarding the flooding of cables, imaging section and main body, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device malfunctioned and noticed image distortion. The issue happened during an unspecified therapeutic procedure. There were no reports of patient harm.